Event description:
Per the clinic, the patient experienced non-auditory sensations in the back and legs, with device use. During a revision surgery to reposition the implant on (B)(6) 2021, the electrode was inadvertently cut. A decision was made to explant the device. The patient has not been reimplanted with a new device as of the date of this report.